Event description:
In a clinical user survey for dura-guard dural repair patch used for closure of dura mater during neurosurgery, the customer responded that 11-15% of patients required reoperation due to persistent cerebrospinal fluid (csf) leakage events. It was also reported that the safety and clinical performance of pouched dura-guard was ¿not well tolerated¿. Reports of patient hospitalization, treatments, or patient outcomes were not reported. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.